Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, and the battery compartment and battery cap threads were damaged. This report is made based on results of investigation completed on 11/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the pump was not able to maintain an electrical connection with the returned battery cap due to cap detaching. The battery cap and battery compartment threads were damaged. A test battery cap was used for all testing. Battery compartment cracks were observed in the thread area and below the grip pad. There were multiple pump reboot events observed in the pump¿s black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No evidence of moisture or loose components was found inside pump. (B)(6).